Manufacturer narrative:
Additional information provided in d.9.,h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent preventive maintenance from field service engineer. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could be identified in the logfile. The measured energy was stable. The logfile shows that the reported treatment in right eye was performed successfully with one interruption with break time. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. During investigation by the local company representative team and manufacturer department, of provided videos it was recognized that the air conditioning unit in the operation room was creating an airflow on the patient¿s head, and therefore eye. This can influence the plume suction, hydration of the stroma and can carry the risk of small particle being transported into the patient¿s eye and should therefore be avoided. Additionally, the long break time during this treatment increases the time under which the stroma of the patient is uncovered and unprotected by environmental factors. No technical root cause was identified for the development of haze, as the product was found to be within specifications. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the corneal haze was noticed in the right eye, and the patient was treated with medically prescribed dexafree (0.1% dexamethasone, preservative-free) steroids after surgery. There are multiple related reports for this event. This report addresses the patient ps, right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).